Event description:
It was reported that there was an increase in capture threshold. The pace/sense portion of the lead was capped and replaced. Defib portion of lead is still active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.